Manufacturer narrative:
This report is being submitted to provide additional information in h10 and corrected information in h6: medical device problem code, component code, investigation findings, investigation conclusions. Additional investigation findings: the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that during an arthroplasty procedure, the ar-9510-2 lot: 031847, broach handle broke. The device was outside of the body and the case was completed by using a new device. No patient harm. Images attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed v, the .0787 pin is missing. The two .188 pins and welds appear undamaged.